Event description:
Patient reports on going irritation around their IV line; onset date unknown. Patient also reports they are still having some discharge from their healing IV line that causes their dressings to stick and results in some damage to their skin when removing; onset date(s) unknown. Unknown if md is aware. Patient does not want to use adhesive remover. Author reached out to cnss for assistance. Patient is ok still using the antimicrobial foam disks and reports that the silver discs were better, but we sent some awhile back (date unknown) that were dried out; product lot number and expiration date unknown. Unknown if patient experienced an adverse event, missed dose or interruption of therapy due to defective product it is unknown if the defective product is available for return. No further info, details or dates available. Reported to cvs/caremark by: patient/caregiver. Reference report: mw5148540.